Event description:
The following has been reported: biomed reported: ticket stated, "not working". Cleaned and ran test infusion. No alarms. Patient status unknown. A preliminary review identified the following issue: pneumatic valve leak failure (valve 3) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for pneumatic valve leak failure (valve 3). Performed recharge/harware tests and unit passed. Performed mock infusion without error. Internal investigation found fva output pin sticky/debris. Removed/installed fva assembly and cleaned fva pins. Fva lip seals will be removed and replaced during repair process. No other damage found.